Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to the customer's site. The fse evaluated the iabp. The fse replaced solenoid board and drive manifold. The iabp is under observation.

Event description:
It was reported that during service/test of the cs300 intra-aortic balloon pump (iabp) by the facility biomedical engineer; the iabp shutdown and alarmed "system failure". There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
A getinge representative has confirmed that the iabp is no longer under observation. The iabp passed all calibration, functional and safety test and has been returned to the customer and cleared for clinical use.

Event description:
It was reported that during service/test of the cs300 intra-aortic balloon pump (iabp) by the facility biomedical engineer; the iabp shutdown and alarmed "system failure". There was no patient involvement and no adverse event was reported.